Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to rain. Blood glucose level at the time of the incident was 93 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.